Event description:
It was reported that the procedure was to treat a 99% stenosed lesion with heavy tortuousity and heavy calcification in the mid left anterior descending coronary artery. A 2.0 x 15 mm tenku rx was advanced to the lesion; however, the balloon ruptured during the first inflation at 8 atmospheres. Resistance was felt during advancement of the balloon catheter to the lesion due to the heavily calcified vessel. A new balloon catheter was used and after stenting the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.